Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus during use of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative grade 4+ mitral regurgitation (mr). During transseptal puncture, prior to the use of the mitraclip devices, the patient¿s heart stopped, reason unknown, for one minute. Medication was administered, and cardiopulmonary resuscitation (CPR) was performed. The mitraclip devices did not cause or contribute to the patient¿s heart stopping as the mitraclip devices were not in the anatomy. After the patient was stabilized with CPR, the mitraclip procedure was continued. The steerable guide catheter (sgc) was advanced and a small piece of thrombus was noted on the sgc. Aspiration was performed resolving the thrombus. The activated clotting time was maintained at >250 seconds throughout the procedure. A total of two clips were implanted, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported thrombosis cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.